Event description:
The electrosurgical generator was returned to the service center with a report of e0577. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, e0101 was found. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.